Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the errors 23103 and 23105 on system. The fse replaced the distal setup joint 4 (suj4) and the problem was corrected. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The distal suj was analyzed and found the wrist encoder failed during the test on patient side cart fixture test platform (pftp) since it had no movement. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to wrist encoder and axes controller tornado (act) due to an electrical issue on both components. This issue can be resolved by replacing the suj.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) and reported that error 23103 occurred during procedure. The tse advised caller to perform power cycle and hard power cycle if caller could. The caller accepted and performed, but the issue persisted. Tse reviewed logs and confirmed error #23103 and #23105 that pointed to set up joint (suj) distal axis3. Tse advised caller to disable universal surgical manipulator (usm), and the system could be ready. The caller agreed to consult with the surgeon to assess if the procedure could be continued with 3 usms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the follow-up information was gathered from dr. (B)(6)/doctor. The issue was identified during procedure. The procedure completed robotically with 3 arms. But another scheduled procedure (total cystectomy) for the same patient was postponed based on the patient's condition and the safety of the surgery (the total cystectomy procedure is reported in related pr # (B)(4). There was no injury to the patient. The surgeon disabled or discontinued use of arm due to issue. The procedure completed robotically with 3 arms. The type of da vinci-assisted surgical procedure was performed by the surgeon was nephroureterectomy. The date and time of the da vinci-assisted surgical procedure performed was (B)(6) at 11:40. Patient demographic information was not provided.